Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. An interrogation was performed which revealed the right atrial (ra) lead exhibited no capture, oversensing and undersensing. The ra lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.